Event description:
A report was received that the patient was experiencing pain near the lead site incision. The physician believes is incisional surgery pain. The patient was given trigger point injections for the pain.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient had been scheduled for an explant procedure.

Event description:
A report was received that the patient was experiencing pain near the lead site incision. The physician believes is incisional surgery pain. The patient was given trigger point injections for the pain.

Event description:
A report was received that the patient was experiencing pain near the lead site incision. The physician believes is incisional surgery pain. The patient was given trigger point injections for the pain.